Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician report rupture of device. This relates to the right side. Device has been explanted.

Event description:
Physician report rupture of device. This relates to the right side. Device has been explanted.

Manufacturer narrative:
Continued h.6: [health effect - impact codes]: f2203. Device evaluation: a visual and microscopic analysis was performed which identified: sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a sharp opening on posterior assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Physician reported rupture and chronic inflammation of device. This relates to the right side. Device has been explanted.

Event description:
Physician reported chronic inflammation of device.